Event description:
Manufacturer was informed of this event through patient tracking. Based on the information on the patient registration form, perceval plus valve size s was implanted and explanted intra-operatively on (B)(6) 2021. No allegation of a device malfunction nor serious injury was received from the site regarding this event.

Manufacturer narrative:
Unknown disposition.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model pvf-s, s/n (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model pvf-s) perceval plus heart valve at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, the manufacturer will provide a follow up report.